Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per data log analysis, the power manager log shows the system was powered down on (B)(6) 2017 and not powered up again until (B)(6)2017 (about 6 weeks later). This should cause the batteries to lose about 9 amp hours (ah) of battery capacity. A perfusion screen is opened and battery capacity is reported as 6/16 which seem correct for the amount of time the system was powered off. Battery backup is successfully started and the battery voltage approximately 25.5v which looks normal as well. Most likely the system is behaving normally and just needs to be powered up connected to alternating current (ac) power to allow the batteries to fully charge. The logs confirm the complaint but do not indicate a problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The fsr charged the batteries overnight. The next day he verified that the batteries charged successfully and the tnac was at 17.96. The unit operated to the manufacturer¿s specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during field service installation of the device, the batteries were not fully charged having a total nominal available capacity (tnac) of 7.64 amp hours (ah). There was no patient involvement.